Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade: unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: unknown.

Event description:
Healthcare professional reported a left side exchange from textured implants due to concern with the product and capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported a left side exchange from textured implants due to concern with the product and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold and an opening, white particles in the surface of the shell and broken plug strap. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool and broken sharp in the plug strap based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. A broken sharp opening plug strap.